Manufacturer narrative:
Block b5, block d4 and block h4 has been updated based on the information received on august 19, 2024. Block d4, h4 has been updated. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown block h6: imdrf device code a051201 captures the reportable event of clip dislodging.

Event description:
Note: this report pertains to the first of four resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used for polypectomy in the nonterminal ileum during a colonoscopy procedure performed on (B)(6) 2024. The patient had polypectomy few days earlier and was bleeding, the four clips that were used gone off. The procedure was completed with a different clip. The patient was reported to have been bleeding. Note: additional information received on august 19, 2024: on (B)(6) 2024, the patient was brought back to the hospital for a follow-up endoscopy procedure due to bleeding. During the procedure, it was found that the four clips that were used from the previous procedure had gone off, causing bleeding to the patient. It was reported that the bleeding was successfully stopped by placing a non-boston scientific device.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of clip dislodging.

Event description:
Note: this report pertains to the first of four resolution 360 clips used during the same procedure. It was reported to boston scientific corporation that four resolution 360 clips were used for a polypectomy in the neoterminal ileum during a colonoscopy procedure performed on (B)(6) 2024. On (B)(6) 2024, the patient was brought back to the hospital for a follow-up endoscopy procedure due to bleeding. During the procedure, it was found that the four clips that were used from the previous procedure had gone off, causing bleeding to the patient. It was reported that the bleeding was successfully stopped by placing a non-boston scientific device.